Manufacturer narrative:
E.1. (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before using the bd vacutainer® eclipse¿ blood collection needle, five (5) units exhibited hub/collar separation. No adverse impact was reported regarding the patient or user.

Event description:
It was reported that before using the bd vacutainer® eclipse¿ blood collection needle, five (5) units exhibited hub/collar separation. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
The following fields were updated due to additional information. D.9: device available for evaluation: yes. D9: returned to manufacturer on: 19-dec-2025. G.4. PMA / 510(k)#: k982541. H.3 device eval by manufacturer? Yes. Investigation summary: investigation summary bd received 15 samples and 2 photos for investigation. The photos were reviewed and one of the customer photos shows a device with the hub separated from the collar. Additionally, the 15 customer samples were subjected to a visual functional test for hub/collar separation and defective locking mechanism. One of the samples failed testing as the hub separated from the collar. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: hub/collar separation. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.